Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the top gets loose when its held by customer. The following information was provided by the initial reporter. The customer stated: ¿it was reported that hemoguard of cat number 367812 is lose in many tubes and it is also reported that it gets opened as soon as it is held in hand by the customer. Tubes are not getting centrifuged in the machine & hence customer has asked for full replacement.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper creepout (loose cap) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout (loose cap). Bd has initiated further root cause investigation relating to the issue of stopper creepout (loose cap) through corrective and preventive actions (CAPA) 3741863.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the top gets loose when its held by customer. The following information was provided by the initial reporter. The customer stated: ¿it was reported that hemoguard of cat number 367812 is lose in many tubes and it is also reported that it gets opened as soon as it is held in hand by the customer. Tubes are not getting centrifuged in the machine & hence customer has asked for full replacement.¿